Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was not working. The pump was locking out, and the patient was unable to cycle the implant. The device was replaced.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan pump, two cylinders, and inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Surface abrasion was also noted on the inlet tube of the pump. A group of partial separations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. Testing revealed this to not be a site of leakage. The monofilament was pulled out from the strain relief detachment end of the detached inlet tubing. No functional anomalies were noted with either cylinder or detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the strain relief of the longer exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up was created to document the corrected final answer. A titan touch pump was the sole component received for evaluation. The inlet tube with connector was detached for testing. Examination and testing of the returned component revealed abrasion on the pump inlet tube and longer pump exhaust tube. A partial separation was noted on one of the connector sleeves. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump or detached inlet tube with connector. The information received indicated the pump would not function, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.